Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing and low pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure

Manufacturer narrative:
Correction: b5 ¿ previous report should have mentioned about previous rv lead was capped due to unknown reason further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-44894 it was reported that the patient presented for extraction of pacing system. Previously, the right ventricular (rv) lead 1346t/52 sn (B)(6) was capped with unknown reason. Prior to the procedure, it was noted that the rv lead 2088tc/52 sn (B)(6)exhibited noise oversensing and low pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure